Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Apparently this is the second time it has happened. The tubing just fell out of the access port end while connected to the patient. Staff are now trained to tape the join to ensure it doesn't fall out. 06/29/2019 08:22 pm (gmt+8:00) added by (B)(6): I picked up the tubing and it was given to me in may hand. I must have dropped the access port end on the way to my car. I back tracked but couldn't find it. So the sample supplied is basically just the tubing.

Manufacturer narrative:
(B)(6) follow up emdr submission for device evaluation one physical sample was received by our quality team for investigation. Upon visual inspection of the sample, during evaluation it was observed that was disconnected access tip from drainage line therefore, the reported failure mode was confirmed. A device history record review found no non-conformities associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this failure is related to the method and machinery during the manufacturing process. A corrective action project with the following actions has been initiated to further investigate and address this issue: 1. Update it-dg-003 to indicate that the tubing shall immediately be assemble into the locking access dilator right after is out of the medica dispenser. 2. Train pleurx drainage line employees on it-dg-003 for introducing the pvc tubing until the bottom of the medica dispenser bushing. 3. Perform a verification on medica dispensers to identify any quality or product impact due to preventive maintenance activities not documented on following equipment: ae-0315, ae-0312, ae-0281, ae-0365 and ae-0280. In case any quality or product impact identified, take applicable corrective/containment actions.

Event description:
Apparently this is the second time it has happened. The tubing just fell out of the access port end while connected to the patient. Staff are now trained to tape the join to ensure it doesn't fall out. (B)(6) 2019 08:22 pm (gmt+8:00) added by (B)(6) ((B)(6)): I picked up the tubing and it was given to me in may hand. I must have dropped the access port end on the way to my car. I back tracked but couldn't find it. So the sample supplied is basically just the tubing.